Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic and noise was observed on the ventricular egms. It was noted that this could be a start of a lead problem or connector issue. The physican has decided to see the patient in a couple of months. Lead remains implanted.